Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address pain, slightly elevated metal ion levels, and metallosis. Surgeon mentioned that the patient strongly wanted revision surgery due to the asr recall. Update 11/14/2011 - litigation papers were received. There is no new information that would change the outcome of the investigation. Doi stated in litigation papers is (B)(6) 2004 and dor stated is (B)(6) 2010. Update: 02/06/2017 (transfer (B)(4)) - pfs and medical records received. After review of the medical records for MDR reportability, alleges injury on plaintiff fact sheet but no injury described. Revision operative note ((B)(6) 2010) indicated presence of a "moderate amount of cloudy fluid consistent with metal-on-metal articulation" but no "cystic cavity or pseudotumor present." Labs for metal ions present and elevated with chromium > 7.0 ppb. Elevated ions harm added to complaint. Stem added to complaint. The complaint was updated on: 2/23/2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.